Manufacturer narrative:
The technician found the cross shafts, brake casters and brake steer casters are worn and the right brake linkage assembly is cracked. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you active the brake mode. Test the steer mode tot determine if the food end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. The technician replaced the cross shafts, brake casters, brake steer caster and the brake steer linkage assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the brakes are ratcheting while in brake mode. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).